Event description:
A medtronic representative reported intermittent tracking with the pentero microscope using cranial software. The medtronic rep was unable to get solid green status on the microscope; the status would quickly flicker between green, red and yellow status and he was unable to see any geometry error information. Repositioning the camera did not improve the tracking. There was no patient present.

Manufacturer narrative:
No pt info as no pt was involved in this concern. The device has not been returned to the manufacturer.